Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on the keypad trace. The pump had a minor scratched lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. A displayable history crc check failed on startup alarm was noted on the alarm history screen due to the corrupted history file.

Event description:
It was reported that the customer had a displayable history crc check failed on startup alarm on the insulin pump. The down button was also slightly unresponsive at times. Customer was advised that the pump will be replaced.